Event description:
This lead was explanted and replaced because it had dislodged after implant. The physician implanted a competitor's lead in its place. The hospital retained the device. Should more info become available, this report will be updated.